Event description:
It was reported to resmed that a patient, admitted to the hospital for cardiopulmonary arrest for an acute coronary syndrome with stented trivessel involvement, desaturated during ventilation while using an acucare full face mask. It was reported that the ventilation circuit disconnected from the mask and the same issue occurred when another mask from same batch was used. It was reported that the ¿disconnection¿ allegedly happened during mask storage and that the connector on the mask (elbow) did not fit in its housing. A new mask from a different batch was used and the issue was resolved.

Manufacturer narrative:
The acucare f1-0 ffm mask was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). H3 other text : pending investigation.

Manufacturer narrative:
The acucare full face mask was returned to resmed for an investigation. The reported complaint was confirmed as the elbow and frame of the mask were disconnected when the mask was received. No visual anomalies were observed. The investigation determined that the reported complaint was due to a partially assembled frame-elbow assembly during manufacturing at supplier. The risk associated to a partially assembled frame-elbow assembly has not changed from the original risk assessment and it is considered acceptable. Root cause is currently under further investigation. Additionally, the acucare f1-0 mask is a hospital non-vented full-face mask which is intended to be used in a hospital environment only. Therefore, it is expected that the patient is under supervision. The user guide also provides the following caution: ¿if any visible deterioration of a mask system component is apparent (cracking, discoloration, tears etc.), the mask system should be discarded and replaced.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient, admitted to the hospital for cardiopulmonary arrest for an acute coronary syndrome with stented trivessel involvement, desaturated during ventilation while using an acucare full face mask. It was reported that the ventilation circuit disconnected from the mask and the same issue occurred when another mask from same batch was used. It was reported that the ¿disconnection¿ allegedly happened during mask storage and that the connector on the mask (elbow) did not fit in its housing. A new mask from a different batch was used and the issue was resolved.